Event description:
Information received from the field does not address the patient's clinical status but notes that the atrial lead impedance varied between >3000 ohms and <300 ohms in both polarity configurations. Bipolar and unipolar ventricular lead impedances were >3000 ohms.